Event description:
A surgeon reported that he observed bubbles in the optic of an intraocular lens (iol) after insertion which he felt were in the visual axis. The surgeon elected to enlarge the incision and exchange the iol. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. One haptic was broken in the gusset area (returned) and bent or crimped in the distal region. This haptic was broken in the bulbous area of the haptic weld. A portion of the haptic material remained inside the optic. The remaining haptic was bent or crimped in the distal region. The posterior optic surface was cracked in the central optic zone, torn or split in the outer peripheral area, the optic edge was torn or split, and the optic was torn/split/cracked on a post of the lens case. No opacities were observed in the lens optic. While we are unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested.